Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an air embolism. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3-4 degenerative mitral regurgitation (mr) with a prolapsed posterior leaflet. After removing the steerable guide catheter (sgc), air mixture was confirmed to be present in the left atrium. Aspiration was not needed to remove air. The physician believed it was possible that air may have entered when inserting a device. Mr was reduced to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism could not be determined. The reported patient effect of embolism, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.